Manufacturer narrative:
Additional information: twenty- four days after the onset date of the peritonitis, the antibiotic treatments were discontinued and the patient was recovered from peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: treatment for the peritonitis was terminated 14 days after the onset of the peritonitis event as reported in the initial MDR. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics which were discontinued 14 days after event onset. The same day, the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.